Manufacturer narrative:
D5: operator of device is unknown; no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the trach was defective. The cuff did not inflate properly. No patient involvement and no patient harm/adverse event reported. A different trach was available to use.

Manufacturer narrative:
No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluation. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.